Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to pain and limb length discrepancy. A bipolar component and v40 metal head were revised to a total hip with ceramic head and competitor shell and liner. Rep reported that no further information is available.